Manufacturer narrative:
See MDR 1920664-00558 for intraocular lens used with this delivery device.

Event description:
When the lens was being delivered into the patient's eye using the delivery device, the lens exited incorrectly. The lens was removed from the eye and replaced with another lens.